Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed, which indicates that the device may have contributed to the customer reported issue. Fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. In artemis, the 32056 error and 1173 error (p3=1) were found on axes controller arm (aca) indicating inter-integrated circuit (i2c) fault on the yaw, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where error 32056 was present during power up logs. The usm was then installed onto a patient side cart (psc) fixture test platform (pftp) where agc current failed on the yaw. Once testing was completed, the yaw searchlight flat flex cable (ffc) was aba tested and was verified to be the source of the fault.

Event description:
It was reported that prior to starting a da vinci assisted mediastinal mass resection surgical procedure, the universal surgical manipulator (usm) 2 had an error and customer cannot recover the error. The customer performed a hard power cycle and the issue remained. Also, the customer stated they cannot use the system as they need all 4 arms for the case. There was no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue was identified before any ports were placed, and upon powering on the system, an error message was displayed. Despite attempts to resolve the issue through a system restart and hard reset, the error persisted. Da vinci support advised that the procedure could proceed without using arm 3, but since all four arms were required by the surgeon, the robot sk4040 could not be used. Consequently, the da vinci patient cart was replaced, and the procedure was completed laparoscopically instead of robotically.